Event description:
Reportable on analysis completed on (B)(4) 2012. It was reported that during a coronary artery stenting treatment procedure, the stent did not cross the lesion. Vascular access was gained via the femoral artery. The 95% stenosed, 2.5 x 30mm concentric de novo lesion being treated was located in the non-calcified, non-tortuous mid left anterior descending artery. Following pre-dilation, the physician was attempting to implant a 2.50x32mm taxus liberte stent. There was difficulty crossing the lesion. The device was removed and the procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable. However, device analysis reveals stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was returned with a partially loaded product mandrel, which was placed in final packaging, indicating it was removed and replaced sometime after unpackaging. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were two struts stretched and bent in the last distal row of the stent. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent and tip damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).